Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000114662.

Event description:
It was reported that following a fall patient was unable to enter MRI mode, patients lead has high impedances. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on 05 june 2024 wherein patients system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.